Manufacturer narrative:
UDI related data quality updates only.

Event description:
The customer reported that the autopulse platform (sn 40664) displayed "system error, out of service, revert to manual CPR " error message immediately upon powering on. Also the upper case is broken. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR " error message was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failed processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in 2012 and is over 11 years old, past its expected service life of 5 years. The secondary complaint of a broken upper case was confirmed during visual inspection. The top cover was observed to be cracked/damaged. The observed physical damage appeared to be the characteristics of harsh impacts due to user mishandling. Top cover was replaced to remedy the issue. During further visual inspection of the platform, no other physical damage was observed. The archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The processor board (pca) was replaced to remedy the system error. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).